Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
The sales rep has reported that the lcd screen is going blank during the procedure. No patient consequences reported.